Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg: lead, model: mn20450-90a, UDI: (B)(4), serial: (B)(6), batch: 7034950. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the right l3 lead was explanted and l2, l4, and s1 leads were added. Effective therapy was restored post operatively.

Manufacturer narrative:
A patient having uncomfortable stimulation was reported to abbott. The patient's lead was replaced and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient's right drg was causing uncomfortable stimulation. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead attributed to the issue.